Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting bradycardia. Left ventricular (lv) lead loss of capture was noted. Technical services (ts) was consulted and recommended options for this patient. The patient was hospitalized. No additional adverse patient effects were reported.